Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's parent reported via telephone call that the insulin pump alarmed for no delivery three nights prior, during a bolus. The parent changed the set and the insulin pump alarmed again. The insulin pump did not turn on for an hour after a battery change the day of the report. The parent reported that the issue had been resolved with a set change and was unable to troubleshoot for no delivery alarms. The blood glucose reading was 243 mg/dl. The insulin pump had cracks at the battery compartment. The parent reported that the insulin pump had been exposed to rain, but never soaked. The battery cap contacts were not missing or damaged. No corrosion was noted at the battery compartment or spring. The parent reported four large cracks near the battery cap. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The parent was advised that the insulin pump would be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a shifted end cap sticker.